Manufacturer narrative:
(B)(4). Date sent 10/1/2025. Investigation summary: a 17 beads linx device was returned in used condition. The device was returned in a locked position, in addition an attempt to unlocked was unsuccessfully made. Bent wires, cut wire and tooling marks were noted in some beads. During analysis under keyence microscope was noted dry tissue between the beads, it was attempt to removed, but was not successfully. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, tooling marks were noted in some beads. Link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The device lot number is unknown; therefore, the device history record could not be reviewed.

Manufacturer narrative:
(B)(4) date sent: 10/2/2025. Additional information was requested, and the following was obtained: how was the migration of the device diagnosed (chest x-ray, esophageal line at explant)? Did the patient have a hiatal hernia at the time of implant? If yes was this repaired at this time of implant? Does the patient have a re-occurring hernia now? If yes, did the position of the device change based on the hernia reoccurring? 1. Had suspicion for migration on CT scan but it was difficult to tell, confirmed in or sleeved stomach slid through the linx 2. Yes, had hernia recurrence. Half the linx was above the diaphragm half was below. The patient had a sleeve and the stomach slid up through linx.

Manufacturer narrative:
(B)(4). Date sent: 10/2/2025. Corrected data: d6a. Additional information was requested, and the following was obtained: what is the lot number? What is the exact date of implant? What is the exact date of explant? How was the migration of the device diagnosed (chest x-ray, esophageal line at explant)? Did the patient have a hiatal hernia at the time of implant? If yes was this repaired at this time of implant? Does the patient have a re-occurring hernia now? If yes, did the position of the device change based on the hernia reoccurring? Lot number is unknown. Date of implant: (B)(6) 2024. Date of explant: (B)(6) 2025. Patient did have a hiatal hernia at the time of implantation and it was repaired.

Manufacturer narrative:
(B)(4). Date sent 9/29/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that surgeon had to remove a linx device from a patient, the linx was put in about a year and 6 months ago, and this was a post-sleeve patient. The sleeve slid up through the linx, and ultimately the linx had migrated about 3 cm down. The patient was experiencing symptoms such as significant esophageal spasms in addition to others prior to removal. The device was encapsulated in that area, not where it was originally placed. Surgeon was not able to undo the latch closure so he had to cut the wire in order to remove it from the patient.

Manufacturer narrative:
(B)(4). Date sent: 9/3/2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025. D6a: exact implant date is unk. Assumed date. Photo analysis: an images of the device were reviewed by a medical safety officer. As per medical safety officer: linx device is partially visualized but is not full dissected at the time of these images. Cannot make comment on continuity of device. Can¿t really tell if the device is migrated because the dissection isn¿t complete so I would only be able to guess where the ge junction is. The penrose drain is around the esophagus in the last image but how far above or below the device sits relative to ge junction is difficult to say. The mechanism/cause of failure is unknown as a hands-on analysis of the device is necessary to determine the cause of failure. No further investigation can be completed at this point. The device lot number is unknown; therefore, the device history record could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the lot number? What is the exact date of implant? What is the exact date of explant? How was the migration of the device diagnosed (chest x-ray, esophageal line at explant)? Did the patient have a hiatal hernia at the time of implant? If yes was this repaired at this time of implant? Does the patient have a re-occurring hernia now? If yes, did the position of the device change based on the hernia reoccurring? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.